Event description:
It was reported that the 9900 system had a delay for about 45 seconds when trying to fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The collimator was calibrated and the software re-installed during the service call. The system was tested and found to be working as intended and put back into service.